Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an infusion of argatroban 50 ml was programmed to run at 10.2 ml/hr. And initiated at 7:56 am but completed a 11:00 am. The nurse responded to an ail alarm and noted the bag and tubing were dry but the pump read there was 29.1 ml left to infuse. There was no patient harm.

Manufacturer narrative:
The report of a 50ml bag of argatroban emptying sooner than expected was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal intact. Analysis of the pcu event log indicated that at 9:16 am on 18 october 2016 argatroban 50mg/50ml was programmed to infuse at 10.2 ml/hr with a vtbi of 50 ml. An air in line alarm occurred at 11:17 am. The recorded volume infused was 20.482ml. The actual bag volume could not be ascertained from the log analysis. Functional testing found the device to be delivering fluid within specification. The root cause of the customer¿s report was not identified. The disposable set was not returned for investigation.